Event description:
The customer reported to olympus, the visera video system center image disappeared during an unknown procedure. There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the image disappeared due to video connector contact failure, there was terminal corrosion of the video connector socket. In addition, it was noted, the date and time / settings were reset because the battery was out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device had a delivery date of 22oct2004, though a specific manufacture date was not identified. The device history record was unable to be reviewed for this device since it has been over 15 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it was estimated that the pointed-out phenomenon was caused by the corrosion of the video connector contacts. However, the cause of the corrosion of the video connector contacts could not be identified. Olympus will continue to monitor field performance for this device.